Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with pocket erosion. No puffiness was noted in and around the pocket. The device was explanted and the pocket was cleaned and a new device was implanted. The patient was asymptomatic to the event and was in stable condition during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.